Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red, bumpy rash under the rear therapy electrodes. The patient's physician advised the patient to use hydrocortisone cream on the irritation. There is no indication of a device malfunction related to the irritation. The patient's irritation did not improve.